Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty and stenting treatment procedure stent premature deployment occurred. The 80% stenosed target lesion was located in the moderately tortuous and non calcified left carotid artery. During preparation, outside of the patient's anatomy when a 10.0-24 carotid wallstent was removed from the device packaging it was noted that more than half of the stent was deployed. No patient contact was involved. The procedure was completed with another of same device.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent was partially deployed by 3 mm. Contrast media was present within the guidewire lumen, therefore indicating that the device was prepped for use. During analysis, it was possible to fully deploy the stent without issue and no issues were noted with the profile of the deployed stent. It was noted that solidified blood was present on the outside of the distal end of the inner shaft. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty and stenting treatment procedure stent premature deployment occurred. The 80% stenosed target lesion was located in the moderately tortuous and non calcified left carotid artery. During preparation, outside of the patient's anatomy when a 10.0-24 carotid wallstent was removed from the device packaging it was noted that more than half of the stent was deployed. No patient contact was involved. The procedure was completed with another of same device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).